Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to explant the implant magnet due to discomfort. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 11, 2023.